Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was found with malfunction warning 3(5) while there was no warning during off-line testing for 3 hours. The warning occurred during usage on the patient, and occurred during off-line test. Therefore the pump was swapped for another with no complications reported. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "system error 3 alarm" is confirmed based on the pictures provided; however, no part was returned for investigation. The root cause of the complaint is undetermined. If the part/additional information is received at later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was found with malfunction warning 3(5) while there was no warning during off-line testing for 3 hours. The warning occurred during usage on the patient, and occurred during off-line test. Therefore the pump was swapped for another with no complications reported. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.